Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, b7, and h6.

Event description:
Additional information: hcp later reported the preliminary test results which noted: wound/abscess culture- moderate growth mixed aerobic bacteria resembling skin flora, gram stain result- few polymorphonuclear leukocytes, no epithelial cells per lower power field, rare gram-positive rods, wound culture with gram stain- dx: wound infection, tissue culture with gram stain- dx: facial cellulitis. Hcp states "[patient] presents today for evaluation of redness and irritation on face after filler about 6 weeks ago on (B)(6)2024. [Patient] notes no immediate issues in the days following [their] procedure. [Patient] recalls a couple of weeks after the procedure developing a small area of bruising on [their] right cheek above the actual injection sites. It did not affect her left side of [their] left marionette line which was also injected. [Patient] states that the area was sensitive over the last couple of weeks and intensified over the 2d. No prior history of ha fillers. [Patient] remarks that it actually feels a bit better now that [they are] in the office and applying topical hydrocortisone". Additionally, hcp notes "small area of bruising over right lateral zygomatic area. Skin is intact and mildly sensitive to touch. Normal capillary refill <2 seconds. No distinct nodule palpated in the area in question, but minimal lumpy texture below the site of injection. Left zygomatic area normal appearing without bruising. Minimal lumpy texture remains". Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch (B)(4). Aware date should have been listed as 05/feb/2025.

Event description:
No additional information.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheek with half a syringe of juvéderm® voluma® xc. About five weeks post injection, the patient began to experience swelling and nodules. Hcp later reported patient was treated 5 and a half weeks post injection with doxycycline 100mg bid and prednisone. Eighteen days later, hcp treated the patient with ilk 2.5mg 1cc 0.3cc. Two days later hcp treated the patient with hylenex .25cc. Four days later hcp treated the patient with hylenex 0.3. One week later, hcp treated the patient with hylenex 0.3cc, increase prednisone 30mg x3, 15mg x3, 10mg x3, 5mg. Three days later, hcp continued treating the patient with doxycycline 100mg bid, increased steroid to 60mg, 2.0cc hylenex injection/ hcp also drained fluid noted as "orange/pink opaque". On the same day, a fungal, bacterial, mycoplasma and tissue culture was performed. No results provided. Four days later, hcp performed a CT scan on the patient, which resulted in the diagnosis of orbital cellulitis. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.